Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. Visual inspection was performed with naked eye and microscope which identified a broken spike. Functional tests including clear passage testing, clamp function testing, integrity of seal surface test were performed with no issues noted. The reported problem was verified but a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set spike was found to be broken the morning after therapy. The patient recalled hearing some noise (or an alarm) from the assist device while they were preparing for therapy, but they noted that the transfer set connection seemed to have been completed with the set. The transfer set was in use for 120 days. There was no patient injury or medical intervention associated with this event. No additional information is available.